Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. The pt remains on lvad support with the replacement pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant of (B)(4), the hospital staff noticed high pump power values and the pt had signs of hemolysis and thrombus. A pump exchange was performed.